Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 with a kitted nasal swab sample. Confirmation pcr testing (platform unknown) was performed (B)(6) 2022 which generated a positive result. The consumer reported performing a second home covid-19 test on (B)(6) 2022 which generated a positive result. No additional information was reported.

Manufacturer narrative:
Investigation summary: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 182411 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 182411 and device part number 195-430wl / lot 180605. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 182411 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.